Event description:
A (B)(6) male patient contacted zoll customer support to report adjust belt or check belt messages. The patient received a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (adjust belt or check belt messages) was confirmed. Upon investigation the monitor was unable to detect the electrode belt ECG electrodes. The failure was isolated to an open r781 driven ground resistor on the monitor c/a board. The root cause for the open resistor could not be positively identified. No adverse event resulted from the open resistor. The patient received a replacement monitor.